Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
At the beginning of the atrial fibrillation procedure, during transseptal puncture, there was a cardiac tamponade which required a pericardiocentesis. When going transeptal with the needle the patient felt chest pain and after a while the blood pressure dropped. Fluoroscopy and an echocardiogram confirmed that there was fluid in the pericardium. A pericardiocentesis was performed which stabilized the patient; however, the case was terminated. There were no alleged performance issues with any abbott devices.